Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited noise. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.